Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted that the back of the header had been cut off leaving both tip terminal blocks exposed. High power visual inspection noted that both the rv and ra tip setscrews had a hex wrench tip broken off in each setscrew hex slot. The setscrews were partially down in each terminal block. Both tip capture washers were damaged upwards. Both the rv and ra ring setscrews were backed up into each capture washer and the capture washers were damaged upwards. All setscrew hex slots were rounded out. The no telemetry is due to the 15.7 years of implant. The nominal longevity for this pacemaker device with all sensors off is 9.0 years. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pacemaker replacement procedure, both right atrial (ra) and right ventricular (rv) leads tip setscrews were stuck in the down position, therefore, could not be removed from the header. By the time the rep got there both setscrews were stripped. Attempted two different methods to remove the leads but both failed. Last attempt was using bone cutters which did free both lead terminal pins. However, prior to cutting the header the physician pulled hard on the ra lead causing separation between ring and the sealing ring just proximal. They tested the ra lead which was electrically still good. Due to the slight ring separation on the terming pin and the new device having spring contact designed they opted to use a new lead extender that contains two setscrew one for tip and other for ring. This was used for the anode setscrew to hold the ring terminal in position. Both ra and rv leads remain in service and the pacemaker has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pacemaker replacement procedure, both right atrial (ra) and right ventricular (rv) leads tip setscrews were stuck in the down position, therefore, could not be removed from the header. By the time the rep got there both setscrews were stripped. Attempted two different methods to remove the leads but both failed. Last attempt was using bone cutters which did free both lead terminal pins. However, prior to cutting the header the physician pulled hard on the ra lead causing separation between ring and the sealing ring just proximal. They tested the ra lead which was electrically still good. Due to the slight ring separation on the terming pin and the new device having spring contact designed they opted to use a new lead extender that contains two setscrew one for tip and other for ring. This was used for the anode setscrew to hold the ring terminal in position. Both ra and rv leads remain in service. No additional adverse patient effects were reported.